Event description:
It was reported that during cholecystectomy, the clip fell out when it was fed to the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.